Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer stated that retainer ring where the reservoir goes in broke off. Advised the pump will need to replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not returned for analysis.